Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the unit displays a dark ultrasound image. The root cause is due to an internal failure within the gt probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: staff states the screen is dark and it makes it harder to see what they're doing they have tried to adjust it in the settings but it didn¿t help.